Manufacturer narrative:
The report event of high impedances was not confirmed. As received, resistance testing showed the returned lead (b) passed the functional test. The cause of the reported event remains unknown.

Event description:
Related manufacturer reference number: 1627487-2021-17528. It was reported that one of the patients leads displayed high impedance. As a result, surgical intervention was undertaken to replace the lead. During the procedure the patients other lead was inadvertently removed by the physician. Both of the patients leads were replaced resolving the issue.